Manufacturer narrative:
The field service rep was unable to determine a cause. He found customer had no problems when water tank maintenance was performed. After the tank sits for several days (after tank maintenance) the problem was noticed again. There was an error on the site's water system indicating that a filter needed replaced. After the customer replaced the filter in the water system the ohm readings were back up to over 15 m ohms. The field service rep decontaminated the instrument. After decontamination quality control was performed and the results were good.

Manufacturer narrative:
A comparison of the samples on another cobas c501 showed that this issue is neither related to the reagent nor to the application. The measurement on the second cobas c501 matched the cobas integra 400 results. The investigation concluded possible reasons for the highflyers might be a combination of poor water quality used for the c501 and a pre-analytical problem, specifically the stat spin centrifuge which was replaced. After replacement of the centrifuge and improvements in water quality, no further issues have occurred that the lab is aware of. No erroneous results were reported. No adverse events were reported.

Event description:
Customer had on-going issue with calcium results involving an unk number of pts. Physicians have been complaining about high calcium pt results that are being reported out. The customer performed a calcium study comparing calcium results generated by the integra and the cobas 6000. Customer provided the following results in mg per dl: sample 1, c501 result 9.5, integra result 8.47. Sample 2, c501 result 10.4, integra result 9.48. Sample 3, c501 result 10, integra result 8.98. Sample 4, c501 result 10.1, integra result 9.04. Sample 5, c501 result 9.7, integra result 8.61. Sample 6, c501 result 9.5, integra result 8.46. Sample 7, c501 result 9.4, integra result 8.89. Sample 8, c501 result 10.1, integra result 9.18. Sample 9, c501 result 9.4, integra result 8.27. Sample 10, c501 result 10.1, integra result 8.9. Sample 11, c501 result 9.1, integra result 8.23. Sample 12, c501 result 10.3, integra result 9.06. Sample 13, c501 result 9.7, integra result 8.75. Sample 14, c501 result 9.8, integra result 8.73. Sample 15, c501 result 9.5, integra result 8.46. Sample 16, c501 result 9.7, integra result 8.67. Sample 17, c501 result 9.4, integra result 8.6. Sample 18, c501 result 9.8, integra result 8.44. Sample 19, c501 result 9.8, integra result 8.79. Sample 20, c501 result 10, integra result 8.99. No adverse events were reported.